Manufacturer narrative:
This report is submitted on march 6, 2020.

Event description:
Per the surgeon, the patient experienced an infection (site of infection not defined, and infection treatment not defined). The device was explanted (date unknown). It is unknown if the patient has been re-implanted with another device.

Manufacturer narrative:
This report is submitted on 14 may 2020.